Event description:
The manufacturer received information alleging an issue related to a dreamstation st30 device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.